Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057179) on 05-nov-2015. The most recent information was received on 19-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure was visualized thru the thin serosal layer of the left side of the fundus of the uterus'), embedded device ('essure coil was embedded in uterus') and pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) and hydroxyzine hydrochloride. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("constant urinary tract infections / bladder or urinary problems or changes"), alopecia ("log of my hair was falling out/ excessive hair loss"), back pain ("back pain / lower back pain"), abdominal pain ("severe cramp or contraction like pain/ abdominal pain/severe abdominal pain"), acne ("causing severe acne on my face"), fungal infection ("yeast infections"), stress ("stressed out"), depression ("depressed / depression") with depressed mood, rash ("rashes"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("my hormones are uncontrolled"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil was embedded in uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/heavy menstrual periods / abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dizziness ("light-headedness/dizziness"), headache ("frequent headaches / headaches"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, device expulsion, urinary tract infection, back pain, acne, fungal infection, stress, depression, menstruation irregular, nausea, rash, fatigue, vaginal haemorrhage, female sexual dysfunction, dyspareunia, migraine, dysmenorrhoea and pain in extremity outcome was unknown and the pelvic pain, alopecia, abdominal pain, pelvic discomfort, menorrhagia, anxiety, dizziness and headache had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, rash, stress, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo surgery to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in removal: not removed as per pif and previous reported as removed with date (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: coils were properly placed / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical records received- new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057179) on 05-nov-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), embedded device ('essure coil was embedded in uterus') and pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) and hydroxyzine hydrochloride. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("constant urinary tract infections / bladder or urinary problems or changes"), alopecia ("log of my hair was falling out/ excessive hair loss"), back pain ("back pain / lower back pain"), abdominal pain ("severe cramp or contraction like pain/ abdominal pain/severe abdominal pain"), acne ("causing severe acne on my face"), fungal infection ("yeast infections"), stress ("stressed out"), depression ("depressed / depression") with depressed mood, rash ("rashes"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("my hormones are uncontrolled"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil was embedded in uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/heavy menstrual periods / abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dizziness ("light-headedness/dizziness"), headache ("frequent headaches / headaches"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on 23-sep-2019. At the time of the report, the uterine perforation, embedded device, device expulsion, urinary tract infection, back pain, acne, fungal infection, stress, depression, menstruation irregular, nausea, rash, fatigue, vaginal haemorrhage, female sexual dysfunction, dyspareunia, migraine, dysmenorrhoea and pain in extremity outcome was unknown and the pelvic pain, alopecia, abdominal pain, pelvic discomfort, menorrhagia, anxiety, dizziness and headache had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, rash, stress, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo surgery to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: coils were properly placed / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057179) on 05-nov-2015. The most recent information was received on 26-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), embedded device ('essure coil was embedded in uterus') and pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) and hydroxyzine hydrochloride. On 2-nov-2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("constant urinary tract infections / bladder or urinary problems or changes"), alopecia ("log of my hair was falling out/ excessive hair loss"), back pain ("back pain / lower back pain"), abdominal pain ("severe cramp or contraction like pain/ abdominal pain/severe abdominal pain"), acne ("causing severe acne on my face"), fungal infection ("yeast infections"), stress ("stressed out"), depression ("depressed / depression") with depressed mood, rash ("rashes"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("my hormones are uncontrolled"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil was embedded in uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/heavy menstrual periods / abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dizziness ("light-headedness/dizziness"), headache ("frequent headaches / headaches"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, device expulsion, urinary tract infection, back pain, acne, fungal infection, stress, depression, menstruation irregular, nausea, rash, fatigue, vaginal haemorrhage, female sexual dysfunction, dyspareunia, migraine, dysmenorrhoea and pain in extremity outcome was unknown and the pelvic pain, alopecia, abdominal pain, pelvic discomfort, menorrhagia, anxiety, dizziness and headache had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, rash, stress, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo surgery to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: coils were properly placed / total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received. Reporter information added. Events: essure coil was embedded in uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057179) on 05-nov-2015. The most recent information was received on 12-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general, bupropion hydrochloride (wellbutrin) and hydroxyzine hydrochloride. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("constant urinary tract infections / bladder or urinary problems or changes"), alopecia ("log of my hair was falling out/ excessive hair loss"), back pain ("back pain / lower back pain"), abdominal pain ("severe cramp or contraction like pain/ abdominal pain/severe abdominal pain"), acne ("causing severe acne on my face"), fungal infection ("yeast infections"), stress ("stressed out"), depression ("depressed / depression") with depressed mood, rash ("rashes"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("my hormones are uncontrolled"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/heavy menstrual periods / abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), dizziness ("light-headedness/dizziness"), headache ("frequent headaches / headaches"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with tramadol and surgery (essure device removal and removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, urinary tract infection, back pain, acne, fungal infection, stress, depression, menstruation irregular, nausea, rash, fatigue, vaginal haemorrhage, female sexual dysfunction, dyspareunia, migraine, dysmenorrhoea and pain in extremity outcome was unknown and the pelvic pain, alopecia, abdominal pain, pelvic discomfort, menorrhagia, anxiety, dizziness and headache had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, rash, stress, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff¿s physician has recommended that she undergo surgery to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: coils were properly placed / total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 12-may-2020: pif received: case become incident, newly added events- device migration/ perforation, essure removal date was added, reporter was added. Seriousness criteria for event pelvic pain updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.